Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colostomy procedure, the device did not fire. The intestinal tract was set in the jaws and closed, and then the green button was pressed and the handle was squeezed in order to fire, but it was stiff and could not be squeezed. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.